Manufacturer narrative:
The patient's weight is an estimated weight. The date of the event is unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an healthcare provider (hcp) via manufacturer representative (rep) stated that it was unknown when the patient first started experiencing the infection. The infection has been resolved. The explanted implantable neurostimulator (ins) was sent to pathology and tested for infection type and was discarded.

Manufacturer narrative:
In error, the aware date of the event was not updated from 2020-01-16 to 2019-07-01. Aware date is an approximation year valid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019 siebel (B)(4), e1 (rep): it was reported that the right battery was removed due to infection. The battery was implanted about two months ago and replaced.